Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer (gfse) that during pm, the batteries of cs300 intra-aortic balloon pump (iabp) had marginally passed the battery runtime test of 135 minutes, reaching the mark with minimal remaining charge. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) marginally passed the battery runtime test, achieving only 134 minutes with minimal remaining charge. The fse replaced the batteries (B)(4), reset the template, and confirmed that the battery-charging led illuminated solidly when connected to ac power. There was not patient involved and no harm was reported. The unit passed all functional and safety tests in accordance with the manufacturer's specifications.